Event description:
Customer reported that erroneously high accutni (troponin I) results generated on the unicel dxi 800 access immunoassay system. The system was calibrated and quality controls were within specification prior to the event. The samples were retested multiple times; it is not known which results were reported. It is not known if there were any changes to the pt's care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the site and examined the system. The fse replaced worn peri-pump tubing and adjusted alignments. The fse performed a high sensitivity system check and troponin precision test; all results were within specification. Although the fse addressed hardware issues that may have contributed to this event, a clear root cause has not been determined to date. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.